Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was not able to lock in place when inserted into the insulin pump. The customer's blood glucose level was 139 mg/dl at the time of the incident. The customer informed that they dropped the insulin pump and it cracked around the reservoir on both the sides. The customer also mentioned that the belt clip broke, the sensor was giving false readings. The sensor would display as 40 mg/dl but when the customer checked the blood glucose was 139 mg/dl. The customer also reported a calibration error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. (B)(4).